Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the set. Customer also indicated high blood glucose of 400 mg/dl. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. The customer indicated that the device did not alarm no delivery after running the manual prime. Customer was also advised to monitor the pump and call back if issues persist as it appears that the pump is working as designed.